Event description:
It was reported that the valve could not be reprogrammed due to presence of an occlusion within the device. It is believed that the valve was implanted in 2002 and explanted 15 days later. The exact dates are unknown.